Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the customer opened the new ngage stone extractor and enclosed the basket in sheath. When it was reopened the basket, the basket was noted to be broken. A visual examination noted that one wire in the basket formation had broken.